Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "failing downstream occlusion test at 21 psi" was not reproduced. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was found to be the downstream sensor and downstream tubing guide being out of specification. The downstream tubing guide and the force sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed downstream occlusion test at 21 psi (pounds per square inch). This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.